Manufacturer narrative:
Concomitant medical devices: product ID: mc1avr1-delsys, serial#: (B)(4); product ID: mi2355a. Other relevant device(s) are: product ID: mc1avr1-delsys, serial/lot #: (B)(4), ubd: 14-nov-2022. Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 14-nov-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 18-jun-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during leadless implantable pulse generator (ipg) implant, the patient experienced right atrial (ra) perforation and died approximately one day later. It was also reported that the leadless ipg delivery system (delsys) exhibited difficulty with the handle, where the grey deflector was getting stuck. After multiple deployments with high thresholds and difficulty with this handle, the leadless ipg and its delsys were attempted/not used and replaced. When the patient deteriorated, as they were elderly, they were deemed not fit for a sternotomy and sent to the operating room for a pericardial window. The patient was deemed stable after the pericardial window, but subsequently deteriorated. The ra perforation was deemed to have occurred around the first leadless ipg deployment.